Manufacturer narrative:
(B)(4). A report indicative of a connection issue with a transfer set was received. The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual and microscopic inspection was performed. A short simulated therapy was performed. Functional testing was performed (leak testing, clear passage testing, clamp function testing, torque engagement). The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from a plastic adapter. A nurse indicated that the set became disconnected when she lifted the transfer set to examine the patient¿s exit site. There was no patient injury at the time of the report. The nurse administered vancomycin (1g, single dose, intraperitoneally) as a precaution. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.